Event description:
It was reported that a user attempted to pair a new libre 3 plus continuous glucose sensor with the ilet system, received multiple ¿pairing failed¿ alerts, and then observed that the pump displayed a cgm warm-up in progress with approximately eight minutes remaining, indicating subsequent connection. Symptoms included no reported adverse physiological effects. Outcomes included no medical intervention and continued device use pending completion of warm-up. Investigation included review of device logs and user-reported pairing sequence, along with troubleshooting and education on pairing and confirmation of cgm warm-up status. Investigation of this case revealed transient pairing failure with successful reconnection and progression to warm-up, consistent with intermittent communication or workflow timing during initial sensor activation. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction and normal device behavior during initial pairing and warm-up and successfully connected.